Manufacturer narrative:
An event regarding a damaged rejuvenate stem extractor was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned with the locking knob completely fractured off. No manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported event for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate reported events where the extractor would not securely lock to the stem or where the locking feature was returned damaged.

Event description:
It was reported that extractor broke during surgery.

Event description:
It was reported that extractor broke during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.